Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was getting the poor communication screen on the their patient programmer, and that patient could not get the system (patient programmer and ins) to work. Patient stated that they tried new batteries however that was not successful, and noted that they didn't keep the batteries in the patient programmer so they didn't die. Patient used the antenna and synced with ins but didn't resolve the issue. Patient unplugged the antenna and synced directly on over the ins but that didn't resolve the issue either. Patient reported that they couldn't feel the stimulation like they usually could, stating that one day they noticed the vibration in their buttock was gone. Patient mentioned that they could not get into see their healthcare professional (hcp) for 6 weeks and wanted to possibly try replacing parts before then. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the unit was worn out and they were getting a new unit implanted.